Event description:
Customer's family member reported patient was admitted as an inpatient for medical treatment. Descriptions of complaint, leading to hospitalization/outcome was low bg's in morning seizures. Trouble shooting was shooting was performed and pump programming was set on pm not am. Pump was corrected. Advised to monitor pump.